Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh, pelvicol and monarc were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with tvh, enterocele repair, and cystoscopy due to cystocele, rectocele, enterocele, urethral hypermobility, mixed ui and sui.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced infection, urinary problems, bowel problems, recurrence, bleeding and dyspareunia. It was also reported that the patient underwent mesh revision on (B)(6) 2012 and (B)(6) 2010 by dr. (B)(6) at (B)(6), due to persistent mesh/ suture erosion.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent suture and mesh excision on (B)(6) 2011 due to persistent vaginal bleeding and suture erosion.